Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is experiencing a sharp pain in her left side below the belt line. The pt stated she has always used lidoderm patches over her ipg site, but the pain she is experiencing is new. It was also reported the pt's programmer displayed the "warning ipg battery low" message. An sjm rep contacted the pt and the rep believes the message appears to be passivation. The pt is pending an office follow-up with an sjm rep.